Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the mildly tortuous and mildly calcified shunt vessels. A 5.0-4/4t/90 symmetry balloon was selected for use in a vascular access intervention therapy. The symmetry balloon was inflated at the stenotic site. Afterwards, when attempting to pull out the balloon catheter, resistance was encountered, and the balloon rupture occurred at the tip of the non-boston scientific sheath. The shaft and balloon separated; however, the sheath and the ruptured balloon were recovered together with no fragments remaining in the body. The procedure was completed with this device. There were no patient complications as a result of this event.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the mildly tortuous and mildly calcified shunt vessels. A 5.0-4/4t/90 symmetry balloon was selected for use in a vascular access intervention therapy. The symmetry ballon was inflated at the stenotic site. Afterwards, when attempting to pull out the balloon catheter, resistance was encountered, and the balloon rupture occurred at the tip of the non-boston scientific sheath. The shaft and balloon separated; however, the sheath and the ruptured balloon were recovered together with no fragments remaining in the body. The procedure was completed with this device. There were no patient complications as a result of this event.

Manufacturer narrative:
Device evaluated by MFR: the device was returned in two sections due to a complete separation of the shaft. A visual examination identified that the balloon had a full circumferential tear approximately 22mm distal from the proximal balloon bond. The distal section of balloon material was not returned for analysis. A visual and tactile examination identified a shaft break. The shaft was noted to be stretched, and multiple kinks was noted along the length of the device. A visual examination identified no issues with the tip of the device. No other issues were identified during the product analysis.